Event description:
On(B)(6) 2012, the patient reported that he is changing his infusion set every 12 hours because they have begun to leak between the cannula and the self-adhesive after that amount of time. The issue has been ongoing since (B)(6) 2012. The patient first noticed the leaking because he was able to smell the insulin. The patient was sent a new box of infusion sets. Follow-up with the patient revealed that he had not had any further problems once he began using the new infusion sets. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.